Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l info from the importer report: add'l info has been requested, but not rec'd. Associated mdrs: 1018233-2013-00394 and 1018233-2013-00395.